Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with pain in the buttock. The physician did a cta scan and observed substantial amount of thrombus within the main body of the aui stent graft. The physician believed the cause of the event was due to the patients peripheral artery disease. The physician performed a femoral endarterectomy and relined the aui stent graft, successfully resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).